Event description:
Frame damage of a 23mm sapien 3 ultra valve was reported per an edwards lifesciences field clinical specialist. This was a transfemoral transcatheter aortic valve replacement procedure. The access site was tight and calcified, so the iliac arteries were shockwaved with an 8mm balloon. A 14fr esheath+ was inserted without issue at a steep angle. High push force was required during insertion of a 23mm commander through the sheath. After the 23mm sapien 3 ultra valve was pushed through the sheath, it was noted that one of the valve struts was bent. The surgeon attempted to pull the valve back through the sheath, but the strut prevented the valve from going through. The surgeon deployed the valve in the annulus slightly deeper and with low pressure. The strut remained partially bent after deployment. The valve was successfully implanted, and the delivery system was removed without issue. The patient is doing well post-procedure. No patient injuries were reported.

Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h.6 component codes, corrected h.6 type of investigation, h.6 investigation findings, h.6 investigation conclusions. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation as it remained implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: patient's access vessel had presence of calcification and undersized vessels. Outward bent struts were observed on crimped valve at inflow side and remained bent after valve deployment. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions for use/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. There are extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. The event of frame damage was confirmed through provided imagery. An existing technical summary written by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes in the technical summary were reviewed and the following were identified as applicable to this event: - calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. - undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in challenging pathway during delivery system advancement leading to resistance. - a steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. - excessive device manipulation/ high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulting in frame damage. As such, available information suggests that patient factors (calcification, undersized vessel diameter) and/or procedural factors (excessive device manipulation, high push force, steep insertion angles) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.